Event description:
Reportedly, the patient implanted with the subject ICD was hospitalized due to eye-related issue on (B)(6) 2016. Then the patient suffered from delirium and was under medication. It is unknown if the patient fell, but a tendency to leave the hospital bed was reported. On (B)(6) 2016, the patient was reportedly found lying in his bed unconscious with cyanosis. The rescue team applied two shocks via an external defibrillator. During the reanimation, the ICD also delivered two internal shocks. Return of spontaneous circulation occurred after 12 minutes, and the patient was suffering from hypoxic brain damage. Patient died on (B)(6) 2016. One episode recorded in device memory was classified as a svt/st episode. Reportedly, this episode showed artifacts on the ventricular channel, leading to an unstable rhythm preventing from therapy delivery. Physicians reportedly assumed that the root cause of the vt/vf episodes could be hypocalcaemia and/or qtc prolongation due to psychotropic drugs. Preliminary analysis results showed that based on available data, no issue is suspected on the ICD. The morphology of the ventricular signal was most probably related to patient¿s physiology. A potential lead issue cannot be excluded.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient implanted with the subject ICD was hospitalized due to eye-related issue on (B)(6) 2016. Then the patient suffered from delirium and was under medication. It is unknown if the patient fell, but a tendency to leave the hospital bed was reported. On (B)(6) 2016, the patient was reportedly found lying in his bed unconscious with cyanosis. The rescue team applied two shocks via an external defibrillator. During the reanimation, the ICD also delivered two internal shocks. Return of spontaneous circulation occurred after 12 minutes, and the patient was suffering from hypoxic brain damage. Patient died on (B)(6) 2016. One episode recorded in device memory was classified as a svt/st episode. Reportedly, this episode showed artifacts on the ventricular channel, leading to an unstable rhythm preventing from therapy delivery. Physicians reportedly assumed that the root cause of the vt/vf episodes could be hypocalcaemia and/or qtc prolongation due to psychotropic drugs. Preliminary analysis results showed that based on available data, no issue is suspected on the ICD. The morphology of the ventricular signal was most probably related to patient¿s physiology. A potential lead issue cannot be excluded.